Event description:
It was reported the pt's pump device had a motor stall. It was stated the pt's health care provider confirmed the stall, and stated multiple stalls had occurred since an MRI. No symptoms were reported. The medications being delivered via the device system were bupivicaine and dilaudid. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).